Event description:
Autoimmune response to hylan [autoimmune disorder nos]. Vasovagal reaction to the pain [vasovagal reaction]. Vasovagal reaction to the pain [pain]. Inflammatory reaction to the product [injection site joint inflammation]. Knee aspirated [joint effusion]. Case narrative: initial information received from canada on 07-dec-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 60 years old male patient who experienced inflammatory reaction to the product (latency 24 hours), autoimmune response to hylan and vasovagal reaction to the pain (latency few days), knee aspirated (latency 4 days) while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included allergy to nonsteroidal anti-inflammatory drugs (nsaids) (few years ago) and eczema. No medical treatment(s), vaccination(s) and family history were provided. On (B)(6) 2019 on tuesday, the patient started treatment with hylan g-f 20, sodium hyaluronate injection, at unknown dose and frequency, via intra-articular route (batch number unknown) for unknown indication. Information on batch number was requested. On (B)(6) 2019, after 24 hours, patient was in agony with an inflammatory reaction to the product. On an unknown date in (B)(6) 2019, after few days, patient had a vaso-vagal reaction to the pain and reporter felt that patient had an auto immune response to hylan as he had no fever or chills so sepsis did not appear to be the issue though they would know more after his blood work come back. Patient went to see the doctor last night. On (B)(6) 2019, after latency of 4 days, patient had his knee aspirated today and would be seeing his injecting doctor today at 10 am. Action taken: unknown for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 17-dec-2019 for synvisc with batch number: unknown and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 17-feb-2020. Follow up information was received from other health professional. Global ptc number added. Text amended accordingly. Additional information was received on 26-jan-2020 from other healthcare professional (genzyme event management group). Ptc investigation results were added. Text amended accordingly. Additional information was received on 17-feb-2020 from other healthcare professional. Global ptc number updated and investigation complete date was added. Text amended accordingly.

Event description:
Autoimmune response to hylan [autoimmune disorder nos]. Vasovagal reaction to the pain [vasovagal reaction]. Vasovagal reaction to the pain [pain]. Inflammatory reaction to the product [injection site joint inflammation]. Knee aspirated [joint effusion]. Case narrative: initial information received from (B)(6) on 07-dec-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) years old male patient who experienced inflammatory reaction to the product (latency 24 hours), autoimmune response to hylan and vasovagal reaction to the pain (latency few days), knee aspirated (latency 4 days) while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included allergy to nsaids (few years ago) and excema. No medical treatment(s), vaccination(s) and family history were provided. On (B)(6) 2019 on tuesday, the patient started treatment with hylan g-f 20, sodium hyaluronate injection, at unknown dose and frequency, via intra-articular route (batch number unknown) for unknown indication. Information on batch number was requested. On (B)(6) 2019, after 24 hours, patient was in agony with an inflammatory reaction to the product. On an unknown date in (B)(6) 2019, after few days, patient had a vaso-vagal reaction to the pain and reporter felt that patient had an auto immune response to hylan as he had no fever or chills so sepsis did not appear to be the issue though they would know more after his blood work come back. Patient went to see the doctor last night. On (B)(6) 2019, after latency of 4 days, patient had his knee aspirated today and would be seeing his injecting doctor today at 10 am. Action taken: unknown for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.

Event description:
Autoimmune response to hylan [autoimmune disorder nos]. Vasovagal reaction to the pain [vasovagal reaction]. Vasovagal reaction to the pain [pain]. Inflammatory reaction to the product [injection site joint inflammation]. Knee aspirated [joint effusion]. Case narrative: initial information received from canada on 07-dec-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 60 years old male patient who experienced inflammatory reaction to the product (latency 24 hours), autoimmune response to hylan and vasovagal reaction to the pain (latency few days), knee aspirated (latency 4 days) while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included allergy to nonsteroidal anti-inflammatory drugs (nsaids) (few years ago) and eczema. No medical treatment(s), vaccination(s) and family history were provided. On (B)(6) 2019 on tuesday, the patient started treatment with hylan g-f 20, sodium hyaluronate injection, at unknown dose and frequency, via intra-articular route (batch number: unknown) for unknown indication. Information on batch number was requested. On (B)(6) 2019, after 24 hours, patient was in agony with an inflammatory reaction to the product. On an unknown date on (B)(6) 2019, after few days, patient had a vaso-vagal reaction to the pain and reporter felt that patient had an auto immune response to hylan as he had no fever or chills so sepsis did not appear to be the issue though they would know more after his blood work come back. Patient went to see the doctor last night. On (B)(6) 2019, after latency of 4 days, patient had his knee aspirated today and would be seeing his injecting doctor today at 10 am. Action taken: unknown for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 17-dec-2019 for synvisc with batch number: unknown and global ptc number: 100010866. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Investigation complete date: not available (still in process). Follow up information was received from other health professional. Global ptc number added. Text amended accordingly. Additional information was received on 26-jan-2020 from other healthcare professional (genzyme event management group). Ptc investigation results were added. Text amended accordingly.